Manufacturer narrative:
During the investigation it was discovered that this complaint may not be for a intuvie product. This complaint will be reported in an abundance of caution while the lot issue is resolved. The lot # 198431ks does not follow an intuvie lot number format. A CAPA was opened to investigate the reported failure. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report of defective bx-70071-df intravenous (IV) sets. The reporter indicated that the IV sets were leaking from the base of the chamber. No patient harm was reported.